Event description:
Event description guidant received information that one day after an cardiac resynchronization therapy defibrillator (crt-d) system implantation, the pacing impedances measured over 3000 ohms.